Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate, test strips tested positive and the machine alarmed minor blood leak. Estimated blood loss of unk, nurse could not estimate blood lost. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.